Event description:
A customer reported that half way through a vitrectomy procedure, the auto infusion valve did not open when switched to air. The tubing was replaced and the case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).